Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated the shock impedances have been between 95 ohms and 126 ohms and there is no noise on the system. They will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement of 126 ohms. No adverse patient effects were reported.